Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10004, 2015691-2020-10005, 2015691-2020-10006, 2015691-2020-10007, 2015691-2020-10008, 2015691-2020-10009.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. This report is the for the 2 annular ruptures (1 death, 1 non-fatal). The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2012 and january 2017.  For this reason, the first day of the range was used as the occurrence date.  In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; section g5 of this report will remain blank. P130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication).   Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the annular rupture is unknown. However, the rupture could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: fischer q, et al. Performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves. Arch cardiovasc dis (2019), https://doi.org/10.1016/j.acvd.2019.05.008.

Event description:
Through the review of the medical article by our affiliates in (B)(6): "performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves". Corresponding author dominique himbert, the following events were identified: between january 2012 and january 2017, a total of 502 patients with symptomatic severe aortic stenosis at very high or prohibitive surgical risk were treated with tavi. Edwards sapien xt (sxt) and sapien 3 (s3) were implanted in 275 patients. Procedural complications: 2 annular rupture (1 death, 1 non-fatal) 1 conversion to surgery 6 tamponade (1 death, 5 non-fatal) 1 ventricle perforation 1 mitral valve damage 18 av block 10 strokes (4 during procedure, 6 on 30-day outcome) 87 vascular complcations (27 during procedure / 62 on 30-day outcome) 65 bleeding (8 during procedure / 57 on 30-day outcome)   30 day outcome: 4 cardiovascular death 31 acute heart failure 35 pacemaker implantations.